Event description:
It was reported that this right ventricular (rv) lead was repositioned and added slack due to elevated threshold and suspected dislodgement. According to the representative the dislodgement was not confirmed. No additional adverse patient effects were reported.